Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient status post procedure was good.